Manufacturer narrative:
Device received with a critical pump error (open book error) and pump error a broken force sensor was detected during seating or regular delivery found in the formatted history file due to corroded electronic assembly. The motor assembly and battery tube found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Unit received with peeling, stained and fading serial number label. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a critical pump error after they left the pool. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.